Event description:
Broken hip stem.

Manufacturer narrative:
The review of the device history record could not be checked as the serial number of the complained article is not available in full. This is the final supplemental report, the complaint is closed.

Event description:
Broken hip stem.